Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor enclosure was damaged at the electrode belt receptacle, preventing the monitor from connecting to an electrode belt. The root cause for the damage at the electrode belt receptacle was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.